Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure "image starts to flicker" was not confirmed. However, ¿purple spots appear on the image" was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the r-unit (charged coupled device) was broken. Based on the results of the investigation, it is likely that the event occurred due to broken r-unit (charged coupled device). However, the definitive root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed purple spots on the image and the image started to flicker during an unspecified procedure. There were no reports of patient harm.